Event description:
Pt 23 days s/p gastric bypass surgery w/history of prophylactic ivc filter placement 6 months earlier. Unexpected expiration, prong from ivc filter found in pulmonary artery on autopsy.